Manufacturer narrative:
A ge service representative performed an on site investigation. The dsm memory power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that screen turned on but there was no x-ray function. There is no report of patient injury associated with this event.